Event description:
Device issue: none. Adverse event: sub acute stent thrombosis. Onset of adverse event: five day post stent procedure. It was reported that the 3.5 x 18 xience v stent was implanted in the left main on (B) (6) 2010. On (B) (6) 2010, the pt was hospitalized with sub acute thrombosis (sat). The thrombosis was aspirated with an aspiration catheter and then intravascular ultra sound (ivus) was performed. Dilatation was also performed and another xience v stent was deployed to treat the sat. The pt was taking both anti-thrombotic medicine (clopidogrel and aspirin). No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. A follow-up will be submitted with any relevant info.